Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system, the patient developed a pulmonary embolism and expired. The cause of the pulmonary embolism is not known.